Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) observed that the no display and system failure alarm. Fse checked bulk supply fuse, tested good. He replaced exch pcb, display controller and corrected no display failure. Fse observed electrical test code#120, defective cpu on keypad controller circuit . Replaced key pad controller board and corrected electrical test code#120. Complete pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
A field service engineer (fse) observed during preventive maintenance (pm) the intra-aortic balloon pump (iabp) had no display and system failure alarm on power up. No patient involvement . No adverse event reported.